Event description:
The customer reported that the surgeon was using the pencil and set it on the pt, causing a 2nd degree burn to pt. No further pt or treatment info was available.

Manufacturer narrative:
(B)(4). The site reported that the incident pencil was discarded and is not available for eval. The site also reported that the incident pencil and concomitant generator were tested and found to be in good working order. The site stated they are aware the incident is the result of user error.